Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a false positive patient result was obtained using the vibrio assay. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.